Manufacturer narrative:
The reservoir (ID 821625) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2024-00134. Medwatch us-2024-158922. Study - "this case is a report referring to a 9-year-old male patient. An investigator reported this case from the biomarin study, cerliponase alfa observational study." "The patient¿s past medical history included dermatitis atopic and skin laceration. The participant¿s past medical procedures included gastrostomy, medical device implantation, medical device removal and medical device change. The participant's concurrent conditions included infusion related reaction, carnitine deficiency, constipation, pyrexia, pain, seizure, neuronal ceroid lipofuscinosis, dysphagia, excessive granulation tissue, arachnoid cyst, developmental delay, epilepsy, dyspraxia and device end of service. No allergies were reported. Concomitant medications included lamotrigine, paracetamol, macrogol 3350, levocarnitine hydrochloride, clonazepam, ibuprofen, lidocaine/prilocaine, diphenhydramine hydrochloride, cetirizine hydrochloride, valproate sodium, lidocaine hydrochloride, clobazam, diazepam and midazolam hydrochloride. The paracetamol was administered as premedication." ¿on (B)(6) 2020, the participant initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was unknown.¿ ¿on (B)(6) 2024 the participant underwent implantation of an intracerebral ventrisculostomy (icv) set (rickham 82-1625). The model number was 82-1625. The serial number was reported as unknown, and the lot number was 7261827. The most recent dose of brineura was administered on (B)(6) 2024 at 14:12. On (B)(6) 2024 at 09:00, the participant underwent grade 3 device replacement (medical device change) and was hospitalized on the same date due to the event. On the same date, multiple providers attempted to access the participant's port unsuccessfully and the participant was not able to receive his brineura infusion. There was significant scar tissue around the region where the device was located. On the same date, a new intrathecal power port was placed, and the participant left the operating room in stable condition and was recovering in-patient. On (B)(6) 2024, the participant was discharged from the hospital. No laboratory or diagnostic tests were reported. The operator of the icv device was the investigator, the location was at the clinic, and the device was reported as not available for return.¿ ¿the outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The investigator assessed the event of medical device change as not related to treatment with brineura. The investigator assessed the event of medical device change as related to the icv device. Other etiological factors included device end of life.¿ ¿additional information received on july 23, 2024: the primary event was updated by the investigator from device replacement (medical device change) to scar tissue around device (medical device site scar). The outcome of the event was updated by the investigator from recovering/resolving to recovered/resolved on 02-jul-2024 at 10:40. The investigator assessed the event of medical device site scar as not related to treatment with brineura. The investigator assessed the event of (medical device site scar) as related to the participant's icv device. Other etiological factors included device end of life.¿ case comment: "the intraventricular reservoir was likely at the end of its lifecycle and needed to be changed. The event is assessed as not related to brineura." "Event term updated to medical device scar tissue. This is a known complication of icv device use. The causality of event is assessed as not related to brineura."